Event description:
On september 2001 end-user called minimed USA and stated that the hub is coming off of the tape when they bump into something. On october 2001 maersk medical received the complaint and 2 used base pieces.